Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre products continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre products was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported via email with the use of the abbott diabetes care (adc) device. The customer received blood glucose readings between 80 mg/dl to 110 mg/dl on an adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer reports that their insulin pump is connected to the adc device and automatically releases insulin based on their glucose level. Due to the adc device obtaining readings lower than their actual blood glucose levels, the customer's insulin pump injected them with less insulin than needed. The customer experienced symptoms described as strong thirst, dizziness, nausea, dehydration, and vomited "several" times. The customer's caregiver drove the customer to the hospital where they had contact with a healthcare professional (hcp) who obtained a comparison reading of 100 mg/dl on an adc device compared to a 629 mg/dl laboratory blood glucose result. When plotted on a parkes error grid, fall into the out of range zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. Subsequently, the hcp removed the adc device and insulin pump and administered an infusion containing water, saline solution, and "small" amounts of insulin(dose/type unspecified) in addition to potassium tablets as treatment for the diagnosis of hyperglycemia. The customer remained in the hospital for further observation and was then discharged after 5 days. There was no report of death or permanent injury associated with this event.